Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers up properly to the verify screen. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damaged noted to the battery cap and compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint could not be duplicated on investigation.

Event description:
(B)(6). A family member reported that the pump was rebooting the morning of (B)(6) 2011. She stated that the patient later received an alarm, and the battery confirmation screen was showing on the display. The family member reported that the battery cap was tightening to resistance; there was no structural damage to the battery cap or the battery compartment; and there was no corrosion noted in the battery compartment. She stated that the time and date were correct at the time of the call to customer support (cs). The family member confirmed that the battery cap was changed within the past three months. At the time of the call to cs, the family member reported that the patient had been removed from the pump in question and was using a backup pump. The family member changed the battery while on the phone with cs, and stated that the power issue was resolved. This complaint is being reported due to the allegation of power loss without visible damage to the pump.